Event description:
Site called (B)(4) to describe a problem that was discovered while priming the excor pediatric blood pump. During the priming procedure, the membrane was retracted into the diastolic position in the appropriate manner, per the instructions for use. The site noticed that the blood side membrane did not completely go into the "smooth" diastolic position. "Wrinkles" remained in the blood side membrane while the air side membrane was in the smooth diastolic position. The site was instructed to cycle the pump several times using a syringe. There was no change in the appearance of the blood side membrane. The site was instructed to prime the pump in normal fashion. After the pump was primed, there was still no change in the appearance of the blood side membrane. The site then attached a drive line and cycled the pump several times using the hand pump. The "wrinkles" remained in the blood side membrane while the air side membrane remained "smooth" in the full diastolic position. The site was then instructed to prime a new pump. The new pump was primed in the normal fashion without incident and the implantation proceeded. There was no delay in treatment of the patient. Ref #3004582654-2013-00028.